Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during operation the cardiosave intra-aortic balloon pump (iabp) displayed error messages indicating that the iabp was leaking helium. The iabp hissed and the perfusionist was able to determine that the helium bottle had blown off the gas. A new helium bottle has used and it had the same problem. The customer replaced the cardiosave with a cs300. The technician suspects a defective pressure reducer. No patient injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the alleged malfunction was reproducible. The fse replaced the helium pressure regulator, o-ring and the helium tank. After replacing the parts the iabp passed all leak and functional checks and was released back to the customer for clinical use.

Event description:
It was reported that during operation the cardiosave intra-aortic balloon pump (iabp) displayed error messages indicating that the iabp was leaking helium. The iabp hissed and the perfusionist was able to determine that the helium bottle had blown off the gas. A new helium bottle has used and it had the same problem. The customer replaced the cardiosave with a cs300. The technician suspects a defective pressure reducer. No patient injury or adverse event was reported.